Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited peeling on the adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling of the adhesive around the objective lens was confirmed; however, we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.